Event description:
Health care provider was performing patient care and noticed leaking from the port site of the powerloc¿ max safety infusion set. Patient's pants were wet & had smears of blood on them. Traced his tubing and discovered a break in the port tubing where patient's ivmf and reverse blood in the line was leaking from. Health care provider de-accessed the patient, collected the damaged port for reference, and re-accessed the patient. No harm was done to the patient. Attached picture is not the packaging of the failed device that error. The packaging from the faulty device was discarded following the incident.